Manufacturer narrative:
Although no serious injury occurred, intervention was taken to preclude serious injury. Per treating physician, the generator was replaced to prevent development of infection secondary to the wound dehiscence. Additionally, treating physician indicated that the vns therapy system was not a causal or contributing factor to the wound dehiscence. H.6. The vns therapy system is indicated for use as an adjunctive therapy in reducing the frequency of seizures in adults and adolescents over 12 years of age with partial onset seizures that are refractory to antiepileptic medications. In the united states, the vns therapy system is approved for use in adults and adolescents over 12 years of age with partial onset seizures that are refractory to antiepileptic medications.

Event description:
Manufacturer received device-tracking information indicating that patient underwent generator replacement surgery due to wound dehiscence. Further follow up with the surgeon's office revealed that the generator was replaced because the device became exposed. The patient is a small child and has very little subcutaneous tissue. There was no infection present at the time or replacement. Review of manufacturing records for the pulse generator confirmed sterility of device prior to distribution.